Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-10369. It was reported the patient was not receiving effective stimulation. Lead diagnostics showed all contacts with low impedance on one lead and the other lead shows several contacts in the middle with low impedance. The patient underwent surgical intervention where both leads were replaced with new ones.